Event description:
Evaluation revealed an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration.